Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was undergoing a trial for spinal cord stimulation. It was reported that the health care professional became aware of a trial lead that broke off in the patient during removal at the end of the trial. The lead portion that remains is subcutaneous and still remains in the patient. The health care professional is intending to do a permanent spinal cord stimulation system implant, and it was noted that the patient would be seen on (B)(6) 2020 to assess the removal of the portion of the trial leads that remains in the patient. There were no patient symptoms or complications reported.